Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for routine device check. Upon device interrogation, the left ventricular lead exhibited loss of capture. The patient was asymptomatic to the event. The patient was brought to catheterization laboratory for lead revision. Upon opening the pocket lead dislodgement was noted. The lead was explanted and replaced. The procedure was completed without any complications and the patient¿s condition was stable post procedure.